Event description:
A general comment was made regarding procedures using prostyle devices resulting in a broken foot plate after puncture closure of an unspecified vessel was attempted. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. The number of patients, procedures, and number of prostyle devices used was not provided. No additional information was provided.

Manufacturer narrative:
Date of event is estimated. The device is not returning for analysis. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The additional prostyle device is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. A sample of sterile devices returned from the account were inspected and functionally tested. No anomalies were found during testing.